Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that the cause of not getting the system error determined. The most likely cause of the event was due to the faulty lead. What asked about the steps taken to resolve the issue. The rep stated that ultimately the lead was replaced, connected properly and patient was currently under a trial. The rep confirmed that the issue was resolved. The device was intended to treat urge incontinence.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# unknown serial# implanted: explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction for adding f12 and removing f11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to remove c50789. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep). They reported that it was unknown of the cause of the faulty lead determined and it was unknown of the most likely caused or contributed to this issue. The steps were or would be taken to resolve this issue was that all steps that were taken during procedure and included trying a new ens, new cord and new lead, each until proper communication was achieved. The issue had been resolved. For any answers that were unknown the information had not been requested from the physician and/or patient since case had moved to implant.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6) 2025 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was unknown when the trial started. It was reported that they were in a stage 1 procedure and they received responses with the lead, connected the percutaneous extension and closed the patient. However, when connected to the ens, they received system error - therapy may have stopped, therapy device may need to be replaced (no code was present). Caller stated they disconnected/reconnected percutaneous extension with no resolution. Caller stated they connected directly to the lead with cord and received the same system error. Caller stated they already tried 2 different handsets and stated the only thing they haven't replaced was the lead. The agent reviewed that issue was likely a telemetry issue and not typically related to lead. Caller stated that because the lead was the only component they hadn't replaced, they were going to replace the lead.